Event description:
It was reported that four days after intubation, the patient developed vocal cord paralysis. It was reported that no lubrication was used during the tracheostomy tube insertion. There is no report of death associated with this event.

Manufacturer narrative:
(B)(4).